Manufacturer narrative:
The insulin pump was received with blank display followed by a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the insulin pump powered up properly and no constant tone alarm noted. The problem isolated to electronic assembly. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she changed out her battery and the screen went blank. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.